Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Upon electrogram review, noise reversion episodes and low lead impedance were noted on the right ventricular lead. The pacemaker was reprogrammed. On (B)(6) 2017 the right ventricular lead was capped and replaced successfully. The patient was stable before, during, and post procedure.

Manufacturer narrative:
Event date changed based off information obtained by the representative.